Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying error code 1102 ((post) check vent: primary alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying error code 1102 ((post) check vent: primary alarm failed). It was reported that the issue occurred due to the speaker's impedance being high. Onsite service was requested to replace the speakers. A service engineer (se) evaluated the device and reported that the speakers were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.